Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances on the implantable defibrillator lead. Shock impedances began to increase approximately one month ago and rose as high as 190 ohms. The values then decreased and hovered around 137 ohms. The patient was brought in and the ICD was interrogated. Upon interrogation, a code 1005 was displayed indicating an open circuit condition was detected. Review of device data showed the patient had received appropriate therapy following the code 1005. A revision was recommended, but will not occur due to the patient's overall medical condition. The patient is under hospice care and tachy therapy has been programmed off. No adverse patient effects were reported.